Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio reseated the internal device connections, and confirmed that the issue was resolved. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.